Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that following the paddle lead implant procedure the patient had loss of feeling in the lower extremities. MRI scan revealed compression at the lead implant location. The penta lead was subsequently explanted and replaced with 2 octrode leads. Reportedly the patient is undergoing physical therapy and the loss of feeling has improved.